Event description:
It was reported that the customer was receiving sensor glucose readings that were significantly lower than the customer's blood glucose, so the customer could not always use the low threshold suspend feature on the insulin pump. Upon removal after the issue would occur, it was stated the customer had noticed the sensor electrode would either be bent or split. The customer's blood glucose was 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors, and performed testing. One of two sensors failed with high readings. The remaining sensor passed per specification with accurate readings. Found two bent cannulas, but unable to confirm that the customer received the sensors in said condition due to the product being open when returned.